Event description:
It was reported that during the implant procedure, the lobes in lead (B) (4)/4195 would not lock initially; however, thereafter the third lobe inadvertently deployed through the safesheath valve and then again inside the sheath. There was resistance noted. The physician was unable to unlock and undeploy the lobes. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found; however, there was blood/body fluid present in the distal conductor (not obstructed), outer tubing overlay, in/on helix/lobe mechanism and in the lobes noted. It appears that likely the blood in the overlay tubing restricted deployment.